Manufacturer narrative:
D10: the serial number of the external cable is (B)(6). H3, h6: the cable was returned for product analysis. The cable jacket had separated at the lemo connector. No internal conductors had been exposed. A continuity check revealed opens for pins 1 and 4 of the usb cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: unknown. A manufacturer representative went to the site to service the system and discovered the electromagnetic localization system's power cable was damaged. The damaged power cable was replaced. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement. It was reported there was error code on the electromagnetic localization system. A manufacturer representative who was present tried reseating the cables without resolve. The manufacturer representative tried using an electromagnetic localization system from another navigation system but it also showed an error code. The manufacturer representative then brought in another navigation system and noted both electromagnetic localization systems worked as expected. This issue occurred intraoperatively and caused a 10-minute surgical delay. There was no reported impact on patient outcome.